Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2006: the patient underwent a hernia repair surgery. On (B)(6) 2009: the patient had a revision surgery. On ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿.

Manufacturer narrative:
This supplemental emdr updates the event information as the patient's attorney sent a revised complaint.

Event description:
Original event description: the following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2006: the patient underwent a hernia repair surgery. (B)(6) 2009: the patient had a revision surgery. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum/ updated event description: the following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent hernia repair surgery and an unspecified bard/davol perfix plug was implanted. (B)(6) 2009: the patient had a revision surgery. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 9 months post implant of perfix plug, patient was diagnosed with seroma and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma as possible complications. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2006: the patient underwent a hernia repair surgery. (B)(6) 2009: the patient had a revision surgery. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2006- patient was diagnosed with left inguinal hernia thereby underwent laparoscopic converted open repair with implant of perfix plug. Per operative notes, ¿a medium-sized direct left groin hernia was identified. A perfix plug was placed and sutured.¿ (B)(6) 2006- patient visited hospital for pain in left inguinal region. (B)(6) 2009- patient was diagnosed with left groin pain thereby underwent open repair with removal of perfix plug. Per operative notes, ¿the mesh found on the posterior inguinal floor was dissected and removed. A large defect created, a bassini repair was performed using sutures.¿ attorney alleges that the patient had adhesions, mesh shrinkage, nerve damage, seroma, infection, pain and emotional injuries. It was also alleged that the patient had lost the job, became very depressed and anxious. Lost home and had to move to floral city from davenport, because to downsize so can afford housing.